Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured. Out of range pacing impedance measurements were observed along with loss of capture. The patient was asystolic due to the loss of capture and experienced a syncopal episode. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.